Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis.

Event description:
A peritoneal dialysis patient called fresenius technical support stating that on (B)(6) 2012 she felt constipated and started on a new laxative medication. On (B)(6) 2012, she stayed home all day and felt some relief of the constipation by the night. On (B)(6) 2012 her stomach was hurting all the time and continued to take laxative hoping for some relief. On (B)(6) 2012 the patient continued to have stomach pain and went to the hospital. A peritoneal dialysis nurse stated during a follow up call that a peritoneal dialysis patient had been hospitalized for stomach hurting. Pd fluid clear, no obvious signs of infection. Possible diagnosis was for constipation issues or gi bleed. (B)(6) 2012, discharged from the hospital with diagnosis of peritonitis related to a skin contamination: staphylococcus. No fluid leaks were reported.